Manufacturer narrative:
Updated fields: g4. This report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation, it is likely that the user¿s understanding on device handling differed from olympus recommendations in device handling and/or reprocessing steps. The event can be prevented by following the instructions for use (IFU): an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodeno videoscope was reprocessed, and it was discovered that the acecide concentration in the endoscope reprocessor was not checked every time. There were no reports of patient infection or harm.